Event description:
When attempting to remove intra-articular catheter following a right total knee arthroplasty, encountered some difficulty and upon repositioning the knee, the catheter came out easily. The end of the intra-articular catheter was compressed and no blue tip was visible at the end of the catheter. Surgeon notified, x-ray obtained which shows a radiopaque foreign body compatible with a catheter fragment projected over the infrapatellar soft tissues at the midline.